Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to helix issues reported in the field. The cause of the reported event was isolated to the helix being clogged with blood/tissue.

Event description:
It was reported that during the implant procedure, the helix of right ventricular (rv) lead was failed to completely be retracted. The rv lead was replaced and the procedure continued with the new lead on (B)(6) 2025. The patient was stable throughout.